Manufacturer narrative:
No device analysis results are available because the device was discarded by the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the power cords were frayed and sparks were emitted from the cords.